Event description:
It was reported that this right atrial (ra) and the right ventricular (rv) lead were cut during a medical procedure and exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Subsequently, the device and leads were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).